Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) replacement surgery due to the left cylinder not deflating. During the procedure the existing app was removed and a new inflatable penile prosthesis (ipp) was implanted. The patient was said to be recovering following the procedure.